Event description:
A malfunction alert was reported by the customer, displaying error code malf 12 on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provided assistance for a temporary reset until the replacement arrived. The customer was informed about the necessary steps to return the faulty pump and was advised to update their settings and connect their cgm to the replacement pump. Customer will continue to use current pump.